Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the handpiece had intermittent activation. The customer used a second handpiece with no patient consequence.